Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transcarotid tavr procedure with a 26mm sapien 3 ultra valve in aortic position via surgical cutdown. During the procedure there was difficulty mounting the valve on the balloon. The physician attempted three times and the valve continued to slide back after mounting. On the 3rd attempt, the proximal stent tine bent slightly preventing removal of the system. A decision was made to deploy the valve. During deployment, the valve slid off the balloon proximally aortic. The balloon was pulled back into the partially expanded valve and inflated enough to grab the valve. The valve was pushed back across the native valve and then deployed 80/20. There was no paravalvular leak and the patient is doing well. As per follow-up with the fcs, there were no issues during crimping or insertion of the delivery system into the esheath, and the loader was fully inserted. It is not known if the angle of insertion was steep. Ultimately, the valve was able to be successfully implanted in the intended position, and the delivery system and esheath were removed as a single unit without observed damage. No procedural injuries occurred. The perceived root cause of the "stent tine bends" was due to the difficulty during mounting.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for frame damage was unable to be confirmed due to no relevant imagery provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during the procedure there was difficulty mounting the valve on the balloon. The physician attempted three times, and the valve continued to slide back after mounting. On the 3rd attempt, the proximal stent tine bent slightly preventing removal of the system" and "the perceived root cause of the "stent tine bends" was due to the difficulty during mounting." In this case, there was difficulty in achieving proper valve alignment, and multiple valve alignments or mountings were attempted, which may lead to slight expansion of crimped valve with "stent tine bent" appearance. As such, available information suggests that procedural factors (valve alignment manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR report is being submitted to provide the related report number. Updated b4, g3, g6, h2, h10, and h11.